Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-29 further information was received in which the patient was receiving gabalon intrathecal 0.5% at a daily dose of 50 mcg/day in simple continuous mode starting on (B)(6) 2016 and continuing. The patient was noted to be hospitalized as an inpatient, reason not provided, as of (B)(6) 2016. The patient's medical history also included physical therapy from (B)(6) 2016 at five days per week with sheeting and activities of daily living (adl) exercises. There were no surgical, allergic, alcohol, smoking, family or adverse drug reaction histories. The patient was still recovering as of (B)(6) 2016. The event was now considered related to the procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n586714001, implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician in japan regarding a patient who was receiving gabalon intrathecal. New implant was performed on (B)(6) 2016. The patients underlying disease was spastic cerebral palsy that begun on an unknown date. Complications/past history; disease/dysfunction: osteoarthritis of the right hip beginning (B)(6) 2015, no concomitant medications or past history of adverse reaction. Therapy: yes (tramcet,celecox). On (B)(6) 2016, a computed tomography (CT) imaging was done and there was suspicion for epidural placement of the catheter tip (that the catheter might have been placed epidurally), the attending physician noted that they had difficulty in performing puncture during surgery. A backflow which was believed to be of cerebrospinal fluid was confirmed at last however it gave the impression that it was too weak as a backflow of cerebrospinal fluid; it was finally judged that this might be cerebrospinal fluid and the surgery was continued and completed; however, postoperative confirmation raised a suspicion for epidural placement. It was merely a suspicion at this point of time; a contrast study would be performed to judge whether a reconstructive surgery was required. The event was non-serious at this point of time. The outcome was not recovered. The event was unrelated to the investigational drug, catheter, pump or programmer. The causal relationship between the event and the procedure was unknown (also reported as event was considered to be due to the procedure). No catheter x-ray study, rotor test or pump operability test was performed. Additional information received indicated that the severity of the event was now serious(severe). A contrast study was done on (B)(6) 2016 and an abnormal finding was noted; epidural placement of the catheter was confirmed. It was believed that during surgery the catheter was successfully placed in the subarachnoid space although the backflow was weak; however, contrast study result shows that it may be highly possible that the catheter was placed epidurally. The patient experienced no overdose/withdrawal symptoms/resistance. Reconstructive surgery was to be performed. The event might have been caused by the procedure. The outcome was not recovered (also reported as remission on (B)(6) 2016) additional information indicated that catheter reconstruction surgery was conducted on (B)(6) 2016. According to the attending physician, rotation deformity of the spinal column associated with paralytic scoliosis was observed, and it was difficult to insert the catheter with paramedian approach

Event description:
Information was received on 2016-07-29 which indicated that the exact information for the hospitalization on (B)(6) 2016. Further, because physical therapy of range-of-motion, muscle-strengthening exercises, and work therapy of sheeting and adl exercises started on the next day of the hospitalization ((B)(6) 2016) and the patient had complication of right coxarthrosis, ¿we suggest¿ that the patient was hospitalized for rehabilitation or therapy to treat his diseases and it was not related to the system implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.